Event description:
"Fell and fractured left hip. Bipolar cemented arthroplasty prosthesis surgery. Developed mrsa within two weeks after surgery. Pt has never recovered and is confined to a nursing home". Spoke with reporter of voluntary medwatch report. Stated no device defect noted and device is still implanted.